Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field service technician. A broken potentiometer and defective actuator were found and replaced. The device was returned to service after repair. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that a hcu30 displayed an error 1004 message which indicates a problem with setting the temperature. No pt involvement. (B)(4).